Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
The merge hemodynamic recording system is used to monitor o2 saturation while performing cardiac catherization procedures. It was reported that the spo2 value could freeze on the hemo monitor. If pulse rate is being measured using the spo2 values, then the pulse rate also freezes, which causes the hemo monitor to display stale data. The site reported two labs where the oxygen saturation levels (spo2) have been freezing on version 9.30 of merge hemo. The only way to get restore it is to restart the merge hemo monitor pc or to put use an external spo2 monitor until the case is complete.